Event description:
Customer reported being unable to clear an e-8 from the spirit insulin pump because the buttons of are non-functional. Maufacturer's investigative unit found the snap dome of the up button is pressed through and therefore all the buttons do not work. No adverse event was reported. The device was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.